Event description:
Account alleged that the head of the bed was flat and raised on its own.

Manufacturer narrative:
Technician could not duplicate the issue. Technician replaced the gaskets in both siderails to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.